Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0982 showed eight other similar product complaint(s) from this lot number. The complaints for this lot number (redx0982) have been reported from the same facility in (B)(6).

Event description:
It was reported that the connector of the extension tubing was unable to be engaged firmly. A total of nine products experienced the same problem. No other information was provided. This report addresses the seventh device.